Manufacturer narrative:
The console was field serviced at the user facility, there were no issues or errors upon starting the system, the screen turned on and was fully operational. A stress test was performed, and the emergency stop button was tested, the issue could not be duplicated. The system is within manufacturing specifications. Therefore, the reported allegation is not confirmed.

Event description:
It was reported that the laser was stuck in firing mode but was not still actively lasing, even after taking off their foot from the pedal. They hit the emergency stop button, but it did not work, then they pulled the plug out of the outlet to force the system to shut down. In addition, they restarted the system, but the screen remained black. There were no reported patient complications, however boston scientific has been unable to obtain additional information regarding the procedure outcome, despite good faith efforts.

Event description:
It was reported that the laser was stuck in firing mode but was not still actively lasing, even after taking of their foot from the pedal. Subsequently, they hit the emergency stop button, but it did not work. Then, they pulled the plug out of the outlet to force the system to shut down. In addition, they restarted the system, but the screen remained black. There were no reported patient complications, however boston scientific has been unable to obtain additional information regarding the procedure outcome, despite good faith efforts.